Manufacturer narrative:
Insulin pump received with scratched lcd window. Unit received with no button response due to flattened (act and up) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify excessive no delivery alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button was unresponsive. No troubleshooting was performed. The insulin pump is not expected to return for analysis.